Event description:
A discordant falsely depressed vancomycin (vanc) patient sample result was obtained on a dimension vista 500 system between duplicate determinations on one sample. The discordant result was not reported to the physician(s). The same sample was reprocessed on the same system. A higher result, considered correct was obtained and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed vancomycin (vanc) patient sample result.

Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely depressed vancomycin (vanc) patient sample result obtained on a dimension vista 500 system. Siemens healthcare diagnostics headquarters support center (hsc) reviewed the instrument data logs and the information provided by the customer. Calibration was within conformance and quality control recovery was observed to be within customer expected ranges on the date of testing. Repeat of the same sample yielded an expected result. A potential product issue was not identified. The customer and system are fully operational. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required. Mdrs 2517506-2022-00158, 2517506-2022-00159 and 2517506-2022-00160 are filed for the same event.